Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on resetting the pump, and successfully started their sensor session without the error reoccurring.